Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device were unable to inflate when put to the patient. Cuff pressure could not be determined since the tracheostomy tubes could no longer be inflated. As cuff was unable to be inflated, the tracheostomy tube was slowly removed from the patient again. There was no injury associated with this event.